Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached; full lead returned and analyzed. The lead was received with a large amount of foreign matter (possibly tissue) on the helix. The proximal conductor was distorted, the outer insulation was melted, the inner insulation was torn, and the lead was stretched. Blood/body fluid was present on the proximal conductor and in/on the helix mechanism.

Event description:
It was reported that the atrial lead had unacceptable thresholds, no capture, undersensing, and it had dislodged. Flouroscopy showed that the distal end of the lead was pointing down toward the inferior vena cava. The lead was explanted and replaced. No patient complications have been reported as a result of this event.